Manufacturer narrative:
Device has been returned for eval. Once the device has been evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
Report states that a cadd solis pump was set up for pca. The pump was not infusing. The pump began to alarm low volume but when checked the medication cassette reservoir was ¿almost full.¿ no injury was reported.